Manufacturer narrative:
This issue was initially reported against the toco transducer. The toco is the incorrect product. The report is updated to the avalon ultrasound transducer. D1 brand name information is updated. D2a common device name is updated. D2b procode is updated. D4 catalog item identifier is updated to 989803143691. D4 UDI is updated to (B)(4). Philips remote service engineer (rse) spoke with the customer and confirmed the issue. A replacement transducer was shipped to the customer. The customer has assumed the repair responsibility. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the transducer is not taking correct readings. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.